Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device repositioning procedure, the device would not interrogate properly and the rf telemetry was poor and intermittent. The device was replaced. Patient condition was good after procedure.